Event description:
It was reported that during a routine follow up, an infection where discharge appeared was discovered at the implantable pulse generator ipg site. Antibiotics were administered and the patient underwent an explant procedure. Following this, the patient was later re-implanted and was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters. Upn: m365db9218150. Model: db-9218-15. Serial: (B)(6). Batch: 7062239. Product family: dbs-extension. Upn: dbs-extension. Model: nm-3138-55. Serial: (B)(6). Batch: 7076705.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450 , model: db-2202-45 , serial: (B)(4), batch: (B)(4).

Event description:
It was reported that during a routine follow up, an infection where discharge appeared was discovered at the implantable pulse generator ipg site. Antibiotics were administered and the patient underwent an explant procedure. Following this, the patient was later re-implanted and was doing well.